Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) ranged from "low" (specific bg value was not provided) to 300 mg/dl. Customer consumed carbohydrates to address low bg. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.